Event description:
New information noted that programming changes were made, and patient condition was stable.

Event description:
It was reported, that patient presented remotely via merlin.net. Review of transmission revealed, that patient's device exhibited wide qrs over-sensing. No intervention was performed. There were no patient consequences.